Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. Electrode belt sn (B)(4) has not been returned for evaluation. A review of download data does not indicate any device malfunction or treatment event that could cause the reported burn. Based on the available information, there is no indication of a device malfunction contributing to the reported skin irritation.

Event description:
A distributor reported that the physician of a french patient stated that the patient developed a bad skin problem. The patient stated that he was burned under one of the rear therapy electrodes. A review of download data confirms that the lifevest did not deliver any treatment that could result in a burn. The patient applied an unknown cream to the burn-like irritation. The patient's physician instructed the patient to end use of the lifevest. The patient was in the hospital awaiting ICD implantation. The medical outcome of the irritation is unknown.